Manufacturer narrative:
Correction: device code updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733571, lot #: 131210. Device manufacturing date, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the cart to cart cable for the navigation system was damaged. There was no patient present when this issue was identified.